Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump displayed a black, streaked, unresponsive screen and did not wake when placed on the charging pad, while the charging indicator showed green; the user suspected the device might have been bumped during a recent move and reverted to manual injections, with blood glucose reported at 156 mg/dl. Symptoms included loss of insulin delivery automation due to an inoperable user interface. Outcomes included temporary interruption of pump therapy and reliance on manual insulin administration, without hospitalization or injury. Investigation included remote troubleshooting and initiation of a replacement process with instructions for data sync, shutdown, and device return for evaluation. Investigation of this case revealed a suspected display or power subsystem malfunction of the pump, consistent with screen failure and failure to power on despite indicating charge. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.